Event description:
The customer reported that during a procedure, the jaws of the device could not be reopened while applied to patient tissue. To remove the instrument from the tissue, the surgeon resected the tissue directly adjacent to the jaws of the locked device. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report : 12/29/2014. Date of follow-up report : 01/26/2015. One used device was received for evaluation. Visual inspection found the knife was protruding from the jaws. The jaws would not open or close due to the protruding knife. The customer's reported condition was confirmed and attributed to user error. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have reduced the difficulty in activating the knife. Per the IFU, the jaws should be closed and locked before activating the cutter. A device history review was completed and no entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.